Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used for an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber snapped mid-case. Upon snapping, the fiber burnt a hole in the scope, rendering it inoperable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.